Manufacturer narrative:
A philips authorized service provider (asp) went onsite to further assist the customer. The philips asp reseated the da pcba due to pin misalignment, but the reported issue was not resolved. The philips asp also attempted to replace the da to mc cable but this also did not resolve the reported issue. The philips asp then replaced the mc pcba but the reported issue was not resolved again. Onsite service has been planned again at a later time. Device evaluation and repair are pending.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the error, "machine and proximal pressure sensors failed" (diagnostic code 1007), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "machine and proximal pressure sensors failed" (diagnostic code 1007), had occurred. The remote service engineer (rse) advised the customer to ensure that the data acquisition (da) to motor controller (mc) ribbon cable was fully seated correctly. The rse also advised to ensure that all pins from the solenoids are seated in the data acquisition (da) printed circuit board assembly (pcba) correctly. A philips authorized service provider (asp) went onsite to further assist the customer. The philips asp reseated the da pcba due to pin misalignment, but the reported issue was not resolved. The philips asp also attempted to replace the da to mc cable, but this also did not resolve the reported issue. The philips asp then replaced the mc pcba but the reported issue was not resolved again. A field service engineer (fse) came onsite for further evaluation. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba) but this did not resolve the reported issue. The fse then informed the customer that the newly installed parts could have been damaged before installation and the next repair action would be to replace all the pcbas and power supply. The customer declined repair and stated they would retire the unit. The customer declined repairs and stated they would retire the unit. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "machine and proximal pressure sensors failed" (diagnostic code 1007), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "machine and proximal pressure sensors failed" (diagnostic code 1007), had occurred. The remote service engineer (rse) advised the customer to ensure that the data acquisition (da) to motor controller (mc) ribbon cable was fully seated correctly. The rse also advised to ensure that all pins from the solenoids are seated in the data acquisition (da) printed circuit board assembly (pcba) correctly. Device evaluation and repair are pending.